Manufacturer narrative:
No product was returned for evaluation radiographs provided confirmed the alleged event. Review of the provided radiographs along with surgeon interaction suggests that due to patient anatomical challenges the two caudal plate screws were placed at an extreme angle disallowing complete lock engagement and subsequent back out. No patient injury reported. Labeling review: "final screw tightening (cont) once all screws are inserted, begin sequentially tightening each screw in the construct. Final tightening will be indicated by the screw ledge disappearing below the nuvasive helix- revolution acptm canted coil lock nuvasive helix-revolution acp canted coil lock confirmation of final lock is indicated by the shiny canted coil being visible around the circumference of the screw ledge, proper screw locking is confirmed by the canted coil covering at least 50% of the circumference of the screw ledge." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Fixed- or variable-angle drill guide pre-drilling of the host bone may be performed with either a fixed-angle or variable-angle drill guide. The fixed-angle drill guide prepares the bone for a 10° insertion trajectory at the cranial and caudal ends of the plate and 0° at all intermediate levels. The variable-angle drill guide prepares angle trajectories of 0° to 20c cranial or caudal, for a 20° cone." Not returned for evaluation.

Event description:
On (B)(6) 2019 a patient underwent a corpectomy procedure without a reported issue. On (B)(6) 2019 during a follow up visit a plate 2 fixation screws were backed out of the lower position. On (B)(6) 2020 a revision procedure took place removing the two screws.